Event description:
It was reported the pt woke up feeling increased resting tremor in the right upper extremity and suspected his device was turned off. Upon further eval, it was confirmed by x-ray that a wire was broken. At the time of this report, the pt was at home awaiting a surgery date to replace the deep brain stimulation wire. The pt denied any other complaints of increased or worsening parkinsonian symptoms. There was no report of trauma or injury to the neck.